Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reportedly changed supplies to address the occlusion alarms, but alarms continued. Customer reverted to manual insulin injections. Tandem technical support instructed customer to change all supplies again, which resolved the occlusion alarms. Customer reported blood glucose level was in the 200-340 mg/dl range.